Manufacturer narrative:
An abbott field service engineer was dispatched to the account and found no issues with the power to the analyzer, however did observe black debris speckled on the reagent carousel cover. Inspection of the process path drive motor [part 7-76114-01] and connectors, system fuses, and cabling to the card cage determined no evidence of damaged components. No corrosion or evidence of fluid spray or leakage onto the motor area was identified. The analyzer was successfully powered on and initialized. Diagnostic checks of the process path carousel and motor passed. The process path drive motor [part 7-76114-01] did not require replacement and no other parts required replacement. The analyzer was returned to normal operation. Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, labeling review, and instrument service review. Product was not returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Product labeling was reviewed and found to be adequate, as it contains instructions regarding electrical specifications and requirements, electrical hazards, and of electrical safety for the architect systems. The architect system operations manual includes the precaution to power off the analyzer prior to disconnecting any electrical connection; instructions for performing an emergency shutdown of the i2000sr; and includes probable causes and corrective actions for error code 5900 [process path carousel motor]. The architect I system service and support manual provides instructions for the removal and replacement of the process path drive motor. Analyzer service history was reviewed and no contributing factors were found. No subsequent reports of smoke/burn issues were identified. Historical complaint data was reviewed. No adverse trend or systematic issue was identified for the issue identified in the complaint. The issue was resolved through normal service procedures. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4), the customer experienced ringing in the ears that resolved and the event represents a temporary/reversible injury and does not meet criteria for a serious injury. An evaluation is in process.

Event description:
The customer stated they heard a loud noise (about as loud as a firecracker or balloon popping) while repairing the architect i2000sr analyzer. The customer had previously observed a reaction vessel (rv) jam however was unable to clear the jam immediately. As the customer removed the pp motor to free the wheel, he removed the earthing (grounding) strap and the sound occurred. The customer was holding the motor in their hand when the incident happened, causing them to drop the component when they heard the noise. Smoke was observed from the pp motor when the sound occurred. The customer powered down the system control center (scc) immediately, turned off the analyzer, and removed the main power cable. The customer stated they had ringing in the ears after hearing the noise and stated that they were not injured and no other injuries were reported. The customer stated the ringing in their ears went away. The customer observed smoke as part of the incident, however they did not observe fire, flames, or sparks. The smoke observed was approximately 20 centimeters by 30 centimeters, and the customer stated there was a strong burning smell. The customer stated the smoke and smell dissipated within a few seconds. The fire brigade was not called. The customer did call an electrician to ensure the analyzer was safe. Abbott customer service individual reported no burning smell, no scorch marks were seen on the cabling or connectors, no loose cables were found, and the motor earth strap back to the instrument main body was secure. Speckles of black debris on top of the reagent carousel were observed. Error code 5900 [process path carousel motor] was observed. The analyzer was repaired and put back into service.